Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that at some point during implantation of a 6x100 vascular and biliary stent in the iliac artery, allegedly an internal portion of the catheter came off and was retained in the patients aorta. This was discovered two years after stent placement when the patient was having an open aortic bi-femoral bypass. A small plastic tube like structure was found by the surgeon in calcification and clot, and removed from the patient. Reportedly the structure is not radiopaque and unable to be seen under fluoroscopic examination or on CT. The patient is reportedly stable.